Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Yes, breast retouch. Have any cultures been taken? If yes, results? No culture was performed. After removing the glue and starting the antiallergic, there was a significant improvement. Please describe how the sticker was applied. The patch was applied as I always apply prineo (I have used more than 5 a month for many months). With the skin clean, after the end of the surgery, the prineo is placed. What preparation was used before, during or after using the patch? Local cleaning with saline solution and drying the area with gauze before applying the glue. Was a dressing placed over the incision? If so, what type of cover dressing used? After drying the glue, gauze was placed and the bra on top. The bra did not come into contact with the glue. Is the patient hypersensitive or allergic to cyanoacrylate or formaldehyde? There was never any preoperative report. Is the patient hypersensitive to pressure sensitive adhesives? No preoperative reports. Patient screening was done before the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure sensitive adhesive? Yes, screening was carried out, patient without known allergies. Patient demographics: initials/ID, gender, age or date of birth; bmi lmfb, 28 years old, fem, bmi 26. Patient's pre-existing medical conditions (i.e. Allergies, history of reactions) has the patient ever used or been exposed to glues/similar agents for repair, crafts, cosmetic use (eyelashes, nails)? She uses eyelashes and gel nails, with no history of previous allergies. Has prineo/dermabond or skin adhesive been used on the patient in a previous surgery or wound closure? No. Current patient status. Patient showing mild hyperchromia in the areas where the allergy occurred (immediately below where the prineo glue was applied). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent plastic surgery for surgical retouching of the breasts on (B)(6) 2023 and topical skin adhesive was used. After the end of the procedure, surgical glue was applied to the surgical wound of the breasts. On the second postoperative day, an erythema was observed exactly under the surgical glue, which, even with the use of anti-allergy agents, evolved with a significant worsening in addition to intense itching. The patient was instructed to remove the product using oil-based substances. Today, patient is using antiallergic ointment and is taking oral antihistamines and antiallergics, showing an improvement in the acute lesion, now evolving with browning of the site (chronic post-surgical lesion). Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.